Event description:
It was reported "during incoming inspection found stain on product."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was further reported the product was not used. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Note: issue occurred on (B)(4) separate cases. A separate 3500a form has been completed for the other (B)(4) cases.